Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions.

Event description:
It was reported that this pacemaker exhibited infection with bacterium streptococcus mitis. A revision was performed and the pacemaker was explanted. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported.